Manufacturer narrative:
Device was used for treatment, not diagnosis. Ostrum, robert f., levy, michael s. (2004) penetration of the distal femoral anterior cortex during intramedullary nailing for subtrochanteric fractures: a report of three cases. J orthop trauma 19:656-660). This report is for unknown nail, unknown quantity, unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article ostrum, robert f., levy, michael s. (2004) penetration of the distal femoral anterior cortex during intramedullary nailing for subtrochanteric fractures: a report of three cases. J orthop trauma 19:656-660). Three cases of anterior distal femoral cortex penetration during intramedullary nailing for subtrochanteric fractures are documented. In case 3, a synthes ((B)(4)) titanium femoral nail with spiral blade locking was used. The synthes nail was left impaled through the distal femoral cortex, and the subtrochanteric fractures went on to union. The patient was a (B)(6) female who sustained a closed subtrochanteric left femoral fracture. The patient was treated with a synthes ((B)(4)) titanium femoral nail and spiral locking blade was inserted through a slightly anterior piriformis fossa entry site. The nail penetrated the anterior cortex distally. The nail was left in place through the anterior cortex and was not statically cross-locked. At 6 months, the patient had some distal anterior thigh pain, the spiral locking blade had slid laterally within the nail as the fracture compressed and an osteotomy of the proximal femur and plating were being contemplated. This is report 1 of 1 for (B)(4). This report is for unknown femoral nail.